Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with off no power; the screen went blank and displayed a black dot and empty reservoir. The customer was unable to rewind or go to the reservoir set-up due to the off no power alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power alarm. The customer received a low battery alert prior to the off no power alarm, but the off no power alarm occurred less than 24 hours from the low battery alert. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not cracked, loose, or damaged; however, the battery cap had normal wear and tear from where the customer unscrews it. No products were returned and a replacement battery cap was shipped to the customer.